Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the device on tissue? Yes. How was the device removed from the tissue? Unknown.

Manufacturer narrative:
(B)(4). Batch # n5737w. The analysis found that one pse45a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 3/24/2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch/lot number was not provided for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. The following information was requested, but unavailable: was the device on tissue? If yes, how was the device removed from the tissue?

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy (lavh) procedure, the surgeon was unable to open the stapler. Another like device was used to complete the procedure. There were no adverse consequences for the patient.